Manufacturer narrative:
This supplemental report is being submitted based on the results of a device evaluation that occurred on 11/06/2013: the pump was not able to power up. Corrosion was found in the battery compartment. There were two cracks in the battery compartment, but neither crack produced a leak. The battery cap was not returned so a test cap was used for the investigation. No moisture or corrosion was present in pump outside the battery compartment. After the corrosion in the battery compartment was cleaned, the pump was able to power up normally. The black box recorded multiple reboot events. A rewind, load, and prime sequence was performed successfully with no power loss. The pump was exercised for 24 hours with no loss of power. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that their pump was intermittently rebooting. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.